Manufacturer narrative:
H6 investigation summary: complaint reports contamination on slideprep (catalog number 491346) serial number (B)(6). Complaint alleges negative urine sample slide had malignant cells from peritoneal specimen slide next to it. Both were run with bundle three, urine was rerun alone with negative results. Service performed a full system re-calibration and replaced the tip rack holders with the new revision. Post intervention the instrument was left operating normally. Root cause is attributed to bundle alignment. This complaint is a confirmed failure of the instrument based on the service investigation. Review of device history record for instrument serial number, (B)(6) is not required because this complaint does not allege an early life failure or failure at installation and has changed configuration since release from manufacturing due to service repairs/pms. Device was installed on (B)(6) 2020. Service history review was performed for the instrument (B)(6), and no additional work orders were observed for the complaint failure mode reported. Review of risk management files confirms there are no new or modified risks associated with this failure mode. Bd quality will continue to monitor for trends associated with failure of "contamination / foreign matter."

Event description:
It was reported that while using bd totalys slideprep cross contamination occurred. The following information was provided by the initial reporter: " specimen urine sample slide had malignant cells from peritoneal fluid sample slide next to it. Bundle #3. Hazard, injury or erroneous results? Yes. Hazard, injury or erroneous results details erroneous results were caught before reported. Customer reran specimen and reported out correct results."

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd totalys slideprep cross contamination occurred. The following information was provided by the initial reporter: " specimen urine sample slide had malignant cells from peritoneal fluid sample slide next to it. Bundle #3. Hazard, injury or erroneous results? Yes hazard, injury or erroneous results details erroneous results were caught before reported. Customer reran specimen and reported out correct results."